Event description:
Procedure type: laparoscopy. According to the reporter: plastic tip on trocar broke inside the patient when inserting the trocar with laparoscopy. Plastic tip could be found in patient's subcutis.

Manufacturer narrative:
(B)(4).